Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to pain at their pocket site, no evidence of erosion was present. The physician elected to re-position the patient's implantable cardioverter defibrillator (ICD) on (B)(6) 2021. The patient was stable throughout.